Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion. The patient was in good condition. The device was explanted and replaced on (B)(6) 2018. The patient¿s condition was stable prior, during and post procedure.

Manufacturer narrative:
The device was returned due to premature battery depletion. Based on the parameter settings, the device did not perform to the expected longevity. During the analysis, the device behaved normally and the power consumption of the device was measured and found to be within specifications. The battery was sent to the supplier for further analysis and no anomaly was detected during testing. The cause of the premature battery depletion is undetermined.